Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k customer reports that there was a white fiber-like foreign matter found in the gap between the tube and the cap. The following information was provided by the initial reporter. The customer stated: this report is about fm. A white fiber-like foreign matter was found in the gap between the tube and the cap.

Event description:
It was reported when using the bd vacutainer® edta 2k customer reports that there was a white fiber-like foreign matter found in the gap between the tube and the cap. The following information was provided by the initial reporter. The customer stated: this report is about fm. A white fiber-like foreign matter was found in the gap between the tube and the cap.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) sample and four (4) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. A white fm strand was observed on the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm. Bd was not able to identify an exact root cause for the indicated failure mode. However, there has been increased awareness for cleanliness and reduction of foreign matter in the plant. The following fields were updated due to additional information: d9: device available for evaluation:  yes d9: returned to manufacturer on: 2023-09-06.